Event description:
Additional information received that the procedure was delayed by 1 1/2 hours while the patient was sedated for approximately ½ hour. The patient was awakened and then sedated again and procedure was completed.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number-2429304-2024-0000410. This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields:b1, b2, b5, h1, h4, h6 and h10 and h11.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported image issue was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the image issue was likely due to a dp board failure. However, the root cause could not be determined. This supplemental report includes a correction to e1, e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image and keeps flashing. The color goes out on the screen, it loses its proper color. And the mucosa cannot be seen. The issue occurred, during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.